Manufacturer narrative:
A beckman coulter field service engineer was not dispatched. The customer found the mc (module chemistry) sample probe syringe was loose and leaking. The customer resolve the issues by resolved the issues by mc (module chemistry) sample probe syringe, no further leaks were observed or erroneous results generated. The instrument software version is (B)(4).

Event description:
The customer alleged the instrument generated 20 erroneous ise (ion-selective electrode) patient results and found a leak from a loose mc sample syringe on their unicel dxc 600 pro synchron system. A review of the instrument printouts provided by the customer confirmed the instrument generated 4 erroneous patient results for na (sodium) and calc (calcium). The customer stated the patient sample results were not reported outside of the laboratory and no impact to patient treatment. The customer stated the leak was contained and described the volume as a "couple of droplets". The operator was wearing personal protective equipment and no injury or exposure was reported.